Manufacturer narrative:
Film analysis conclusion: the reported occlusion of the left internal iliac artery could not be confirmed based on the available pre-implant imaging; therefore, the cause of the event could not be determined. Procedural angiograms demonstrating intra-procedural vessel measurements and the reported occlusion were not available for review. The left common iliac artery exhibited significant tortuosity. During the procedure, the use of calibrated catheters may partially straighten tortuous vessels and potentially result in underestimation of the actual curved vessel length; however, this could not be confirmed based on the available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1613c124e stent graft was implanted during the endovascular treatment of a 51mm aaa. It was reported that during the index procedure the bifurcate was implanted without any issues. The gate was cannulated and an omni flush confirmed cannulation. A non-medtronic glidewire was placed within the omniflush, the c-arm was placed into a 10-15 degree lao position, and an angiogram was obtained of the left common /internal/external iliacs. The etlw1613c124e was deployed with no issue. Upon the final angiogram, it was noticed the left internal iliac artery covered by the limb. Per the physician the cause of the event was due to incorrect sizing on the pre-op sizing report. The lengths in the procedure did not line up with procedural lengths, the physician believes the lengths on the preop sizing report were incorrect and requested the sizing to be rechecked. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that no intervention in planned to recover the vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.